Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The following sections had missing information: a1-a5 patient identifier, age, weight, sex, and ethnicity/race. E1-initial reporter name.

Event description:
The user facility reported that the patient was on impella 5.5 support and during support, there were placement signal issues. The pump functioned as normal. It is suspected that cable damage is the cause (there was a small irregularity felt at the point where it emerged from the bed, at the level of the guardrails; likely, the cable was pinched between them). The pump was eventually explanted. No updates were provided on the patient outcomes.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation was completed for the returned impella 5.5 pump. The unit was received with insufficient material for full evaluation, and data logs were not returned. According to the clinical team, loss of placement signal occurred after three days of support, possibly due to cable damage from being pinched between the patient¿s bed and guardrail. Inspection of the returned pump confirmed a kink in the patient cable near the red pump plug side. Laser continuity testing passed up to the cut point in the catheter. The observed kink supports the physician¿s suspicion that the cable was damaged by being pinched, leading to loss of signal. Although the exact root cause of the optical signal issue could not be definitively determined due to limited returned product and missing data logs, the most probable cause is cable damage resulting from the patient cable being pinched between the bed and guardrail. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated. D10 concomitant medical products and therapy dates updated.